Event description:
Event description guidant received information that this implantable lead displayed oversensing on the right ventricular lead during 4 episodes. This caused inhibition of pacing, but no inappropriate shocks. The noise is on the rate/sense channel only, and appears as 'fuzz' on the isoelectric line. The noise is reproducable when the patient is lying down and deep breathing.